Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative (rep). They were asked if the cause of the patient getting "tased" when they changed position was determined, they responded that they had called the patient and this had stopped and noted that the patient had had their device for 10 years. They were asked what was done to resolve this issue and they responded that the patient was not having the issue when they spoke with them. They requested the patient call them back if it happened again and the rep had not heard from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that starting that morning, they had been having intermittent uncomfortable sensation every time they change position. It was noted that it felt like being tased and it would only last a few seconds, but it was painful. The patient wondered if their ins was dead since it had been 10 years, but noted that they did not have their programmer as they were away from home. A message was sent to a rep to see if the ins could still connect with a programmer. No further patient complications are anticipated or expected as a result of this event.